Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo 13.7 implantable collamer lens of -10.50 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault and this resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn/ broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).